Manufacturer narrative:
(B)(4). A carefusion technical support representative advised the user facility representative that the reported issue may be the result of a leak or an out of calibration pressure transducer. The carefusion technical support representative advised the user facility representative to send the device to their biomed department for evaluation.

Event description:
The user facility representative reported that the device¿s breath rate does not match the rate setting. They reported that the rate is set at 12 bpm and the monitored rate is 27 bpm. The user facility representative reported that the device passes the ¿leak test¿ and that the patient circuit was replaced and that did not resolve the issue. There was no patient involvement reported.